Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax hand control overheated and became too hot to touch. A backup was used to complete the procedure. No delay or patient / staff impact as a result.

Manufacturer narrative:
Device investigation narrative - the powermax elite mdu hand control unit was received on 7/12/2016 and confirmed to be serial number (B)(4). Visual inspection showed no obvious external damage. The device was connected to the mdu test bench and functioned as designed. The reported complaint of overheating could not be confirmed. No root cause could be ascertained for the reported malfunction. (B)(4).